Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.device evaluation anticipated, but not yet begun.

Event description:
It was reported that after inserting leads into the device header, a high, out of range hv lead impedance was observed. The right ventricular lead was repositioned, then reconnected to the header but the same out of range measurements were seen. The device was replaced and impedance measurements were normal and in range. The patient was fine after the event.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory and was due to an anomalous transistor connection.